Event description:
Boston scientific crm received information that this right atrial (ra) lead and left ventricular (lv) lead were explanted. The leads dislodged due to a left subclavian occlusion. The physician damaged the leads when opening the pocket for the revision procedure. A new ra and lv lead were successfully implanted. No adverse patient effects have been reported.